Manufacturer narrative:
A ts representative discussed that although the pacing impedance measurements increased with device movement, the measurements were still within an acceptable range. Further troubleshooting methods were provided to help the physician ascertain if an invasive revision procedure would be necessary for this situation. At this time, this ICD remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded several episodes of high pacing impedances on the associated right atrial (ra) lead. When pocket manipulation was performed, the ra pacing impedance measurement increased to 1,800 ohms. No adverse patient effects were reported. It is unknown if the ra lead had dislodged or if it was a setscrew issue. The affected ra lead is a competitor's product. Boston scientific technical services (ts) was contacted for further evaluation.